Event description:
Expired [death]. Case description: spontaneous report was received on (B)(6) 2012 (additional info was received on (B)(6) 2012) from a nurse via a company rep regarding a (B)(6) male pt, initials (B)(6) with thermal burn. The pt's medical history was not provided. On (B)(6) 2012, the pt sustained 35 percent tbsa (total body surface area) burns. The pt was diagnosed with wound infection (acinetobacter) and systemic infection (pseudomonas, candida). On (B)(6) 2012, left and right groin biopsies were performed. On (B)(6) 2012, the pt was grafted with epicel (lot # ee01619). All sterility results and environmental monitoring results for the production of epicel were negative for contamination. On (B)(6) 2012, the pt expired due to an unk cause. It was reported that the pt expired after receiving skin grafts which were not related to the grafts themselves. Relevant concomitant medications reported include cipro (ciprofloxacin), meronem (meropenem), mycamine (micafungin sodium), silvadene (sulfadiazine silver) and acticoat. The intensity for the event was severe. The reporter did not provide relationship between epicel and the event.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of epicel is not affected by this report.